Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device did not have intermittent function as reported. Therefore, the reported condition was not confirmed. The assignable root cause was not determined. However, during evaluation, it was determined that the device emitted an unusual grinding noise, triggers were sticking, coupling head was worn, wire insulation on the electronic control unit was damaged, bearings were damaged and had a rough rotation. It was determined that these issues were due to wear from normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Manufacturer narrative:
(B)(6). Reporter¿s phone number address was not provided. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that small battery drive device had "intermittent function". There was a delay in the surgical procedure but it was not reported how long the delay was. It was reported that a spare device was available for use. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.